Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) entrance for connecting the counterpulsation balloon catheter is broken.

Event description:
It was reported that during the transfer of the equipment, the cs300 intra-aortic balloon pump (iabp) entrance for connecting the counterpulsation balloon catheter is broken.

Manufacturer narrative:
Corrected data: b5, d4(UDI). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and the safety disk (0997-00-0985-05), and crm assembly (0997-00-0986-05) were replaced due to a blow during transport of the equipment. Functional and safety tests performed.